Manufacturer narrative:
Concomitant medical products: 5086mri-52 lead, implanted (B)(6) 2012. Product event summary : the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
The right atrial and ventricular leads were returned to the manufacturer after being explanted due to a routine device upgrade, and subsequently tested out of specification. No patient complications have been reported as a result of this event.